Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 127 mg/dl on aviva ii meter (system 1), and 55 mg/dl on aviva ii meter (system 2). Test strips used for the comparison were from the same vial. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.